Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial nerve stimulation and a decrease in performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use and will not be explanted at this time. This is the final report.

Manufacturer narrative:
The recipient is reportedly still experiencing facial nerve stimulation. The recipient resumed device use.

Manufacturer narrative:
On (B)(6) 2019, the recipient reportedly underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain recipient status regarding a surgery date were unsuccessful. This is the final report.